Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that on (B)(6) 2018, this lead's impedance was 508 ohms. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).